Manufacturer narrative:
The customer's glidescope go monitor was not returned to verathon for evaluation, therefore the cause could not be determined. However, during the verathon territory manager's evaluation of the device, it was confirmed to be operating as intended. Additional information regarding the fluoroscopy procedure and the specific equipment used was not provided to verathon, preventing verification of whether the radiation exposure exceeded the limits defined in the electromagnetic immunity standard to which the glidescope go monitor was tested. Review of complaint history for the reported monitor serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope go monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported the screen on the glidescope go monitor went blank during an intubation attempt in a cath lab. They removed the laryngoscope from the airway, made a second attempt, and the screen stayed on resulting in a successful intubation. No delay in the procedure, use of a backup device, or harm to the patient was reported. It was further communicated that the patient was undergoing a fluoroscopy procedure with large amounts of radiation when the device malfunction occurred. Following the reported event, the customer's verathon territory manager checked the device and confirmed it was operating as intended.